Manufacturer narrative:
H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. A video was received for evaluation following johnson & johnson medtech's procedures. According to video provided by the customer, a leakage was observed on the hemostatic valve but no physical damage was observed. A device history record evaluation was performed for the finished device number lot 60000499 and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was a fluid leak from the hemostatic valve of the vizigo after the ablation catheter was removed from the sheath. After reinserting the catheter and performing the procedure, there was no fluid leakage when the ablation catheter was removed. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was a fluid leak from the hemostatic valve of the vizigo after the ablation catheter was removed from the sheath. After reinserting the catheter and performing the procedure, there was no fluid leakage when the ablation catheter was removed. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 10-jun-2025. As such, section d9 has been updated. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that no damage was observed, and the hemostatic valve was observed in place. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. A back pressure test was performed, and no leakage or issues were observed. A device history review was performed for the finished device number lot 60000499 and no internal action related to the complaint was found during the review. There was no hemostatic valve leak detected. The complaint was not duplicated, and it could not be confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).